Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were attempting to use this device on a patient and when they attempted to deliver a shock the device kept prompting the user to, "connect electrodes" and they were unable to deliver a shock to the patient. There were no reports of any adverse effects to the patient as a result of the reported issue.